Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced a blood glucose ranging from 60-81 mg/dl. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.